Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01874.

Event description:
The patient was undergoing a coil embolization procedure in the anterior cerebral artery (aca) using penumbra smart coils (smart coil), penumbra smart coil detachment handle (handle), and non-penumbra microcatheter. During the procedure, the physician placed and detached a smart coil in the target vessel using the handle. The physician then advanced another smart coil into the vessel and used the handle to detach it; however, the smart coil failed to detach. Therefore, the handle was removed. The procedure was completed using a new handle, the same smart coil and additional smart coils. There was no report of an adverse effect to the patient.